Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) had no power" was confirmed during the functional testing. The root cause for the reported complaint was due to defective power supply, as a result of saline spillage, probably due to improper spiking of the saline bag. Upon visual inspection, unrelated to the reported complaint, noticed crack on the top lid assembly, a missing drip pan, degraded window display and cold well gaskets (yellow in color), and a broken air trap tubing. The cause for the physical and/or cosmetic damages are appeared to be due to improper maintenance by the user. The thermogard xp ivtm system failed to power up during the functional testing. Upon further testing, noticed saline traces on the cooling engine (ce) and on the system base. The event log review showed occurrence of several mid: 16 (software) error messages due to defective power supply. The power supply needs to be replaced to address the reported complaint. Upon service completion, the defective parts will be replaced and the thermogard xp ivtm system will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During set-up for patient use, the thermogard xp ivtm system (sn (B)(4)) had no power. The hospital biomed checked the fuses and noticed flickering led on the power switch. Another ivtm system was used for patient treatment. No consequences or impact to patient.